Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. It was reported that the problem of pulling off suture needle happened in surgery. Total 7 products occurred needle pull off issue. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 9/29/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One labeled winding former with a tangled dispensed suture and one needle outside the foil packet were received for analysis. Product code vcp433. The swage and attachment area were noted as expected during the visual inspection of the needle. The barrel hole of the needle was examined under magnification and remnant suture was found. The suture was examined, and examined, although the diameter of the suture in the tipping area was noted with significant difference in suture¿s diameter and coloration. Besides that, the end was observed to be broken. This type of detachment mode is most likely related to improper tipping, as the suture is breaking away from the swage area. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.